Event description:
It was reported that during an emergency room (ER) visit, this right ventricular (rv) lead exhibited high pacing thresholds and intermittent loss of capture (loc). It was noted that the patient was pacing dependent and had experienced syncope and inadequate stimulation. X ray images results taken were unremarkable and did not confirm any lead dislodgement. A revision procedure was performed. This rv lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.